Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leakage occurred at the connection of the inflation valve during pretest and its valve was taken off. Per email received from the ibc representative on 31-jul-2019, the valve appeared to be almost disconnected where the water leaked.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the sample noted one opened (without original packaging), temperature sensing silicone foley with extension cord. When the catheter balloon was being inflated with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) for functional testing, it was noted that the inflation valve and cap separated from the catheter. The cap and inflation valve needed to be properly seated. Although the reported event was confirmed, the root cause could not be determined. Potential root causes for this failure could be "the time to assembly the ring is not controlled" and "operator misplaces funnel in the fixture where is placed the valve". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that water leakage occurred at the connetion of the inflation valve during pretest and its valve was taken off. Per email received from the ibc representative on 31-jul-19, the valve appeared to be almost disconnected where the water leaked.